Event description:
Child went to a group home for respite care. Caregiver at group home pulled the device from a storage area for the child. Started the child on feeding where the pump was set to deliver at a rate of 31 ml/hour. The quantity and type of formula delivered is unknown. Pump delivered the entire feeding in less than one hour. The child had severe diarrhea and was hospitalized. One pt involved. The above date of the event is an approximation.